Event description:
Info received indicates the right side rail is not latching in the up position.

Manufacturer narrative:
The technician found the mounting bracket bent which would not allow the latching mechanism to engage. The technician replaced the mounting bracket and the associated hardware to repair the bed.